Event description:
It was reported that the preloaded monofocal intraocular lens (iol), model dib00, was removed after it was placed in the patient's left eye due to a tear in the capsular bag and not due to a damage in the lens. There were unplanned vitrectomy and sutures required. For sutures, it was the doctor's standard practice. Miostat was given as medication outside the standard of care. Replacement used was of non-johnson and johnson lens (alcon). Patient outcome and post-operative refraction with the new replacement lens was indicated as defer to the surgeon. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Section a4: weight: the weight of 88.5 kilograms did not populate in the field because the system does not accept decimal values. Section d6a: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: not applicable, as the lens was inserted and removed in the same procedure. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Section h6: health effect- impact code 4625:additional surgery- unplanned vitrectomy : surgical intervention and sutures : surgical intervention. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.